Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿after use, treatment syringes and needles are biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿juvéderm vollure¿ xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm vollure¿ xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged. Device evaluation: empty syringe of 1.0 ml received without cap, no needle in an opened vollure xc tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc ¿exploded¿ during injection and ¿went all over the patient.¿ no injuries occurred. The packaged needle was used.